Event description:
It was reported that the patient experienced two events where occlusion was at infusion set site on (B)(6) 2026 causing hyperglycemia and high ketones. The high blood glucose was treated by multiple daily injection (mdi).

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.